Manufacturer narrative:
A ge rep evaluated the system and straightened pins in a connector. System operates as intended.

Event description:
The customer reported the left monitor would not display an image. No pt injury was reported.